Event description:
Customer reported the connection issues. There was no adverse event reported.

Manufacturer narrative:
Upon inspection the technician found the cart was not communicating. The technician performed a hard reset then set date and time to resolve. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Although there was no injury reported, if the eli380 were to have issues with cart not communicating via wireless, it could lead to a serious injury or death. Therefore, baxter is reporting this event.